Event description:
The filter on an intravenous (IV) tubing disconnected. The patient's father reported that the filter just pulled apart as his child was playing. When assessed by nursing, it was noted that the filter was detached from the tubing and blood had started to back up in the IV line.